Event description:
It was reported that during surgery the dermatome caused a full thickness injury to the leg of the patient. The surgeon had to stitch to close the area, causing additional scarring of the patient. There was no delay to the procedure. Due diligence is complete. No additional information is available. At investigation it was determined that the dermatome blade may have contributed to the event. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01345-1. D4 expiration date: unknown. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned